Event description:
It was reported that this right ventricular (rv) lead exhibited dislodgement. This rv lead was revised and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.